Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer's representative (rep) regarding a patient who was im planted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported that there were high impedances on multiple leads. The surgeon reviewed the patient's CT and MRI scans and could not find any visible abnormalities in the patient's brain that would cause an impedance issue of above 40,000 on contact 1. It was reported that multiple twist-lock cables, external neurostimulator (ens), clinician programmer and leads were tested that gave the same impedance issue. The surgeon tested the lead in saline , and then placed it in the brain and somehow the impedance issue was resolved. After the left lead was placed the surgeon then placed the right lead, the lead was tested using the twist-lock cable and the impedance was high (above 40k) on all combinations on contact 1. The surgeon tried reconnecting the twist-look cable several times but the impedances remained high. The surgeon also tried loosening the screw on the lead stop but the impedances were still high. We tried opening a new twist-lock but there were still impedance issues on contact 1. A new lead was opened up, placed and tested but the y still got high impedances on all combinations on contact 1. The surgeon again reconnected the twist-lock cable but we still had high impedances. We then proceeded to try another new twist-lock, ens, and 8840 but still got high impedances. The surgeon then requested another lead and cable to be opened. The new lead was tested with the new able but the impedances were still high. The surgeon then suggested to take the lead out of the cannula/brain and try testing the impedance while the lead is placed in saline. The lead was tested in the saline and found that the impedances were normal on all combinations. The lead was then place back through the cannula in the brain. An impedance test was done and the 40, 000 impedance value on contact 1 cleared. There were some elevated impedance values on contact 3 combinations but they gradually cleared up. Once the lead was placed and the impedance values went down to an acceptable value the surgeon scanned with the body tom to confirm lead placement, then proceeded to close. The stage ii procedure was then started. The surgeon connected the leads to the extensions and then to the ins. Another impedance test was run and all impedance values were normal. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
Analysis of lead lot va1nxs3 found the distal end electrode had foreign material. If information is provided in the future, a supplemental report will be issued.